Event description:
Per end user, he got out of the bed on the side that has no rail and fell. He did this after sustaining a burn from a heater. The extent of the burn is not known but no medical intervention was sought.